Event description:
During an abdominal aortic aneurysm stent grafting treatment procedure, the equalizer balloon ruptured. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as `fine'.